Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 30.4 mmol/l, 13.9 mmol/l, 9.9 mmol/l, 28.8 mmol/l, and 11.8 mmol/l. Customer administered 24 units of unspecified insulin based on the 3 lower results obtained. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).